Event description:
A device was returned to a third-party service center stating bottom enclosure is scuffed in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. During the evaluation of the device, the service center visually inspected the device and found evidence of foam degradation, and foam particles were visible. In addition to the above findings, it was also found bottom enclosure was scuffed and replaced.